Manufacturer narrative:
On december 12, 2019, the suspect medical device list and lot were updated from list 06c37-32, lot 95367li00 to list 06c37-78, lot 95367li01. An evaluation is still in progress. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect anti-hcv ln 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed a falsely negative anti-hcv result on the architect i2000sr analyzer. The following data was provided for a (B)(6) year old female patient: sid 20190925673 initial 0.61, repeat 0.70 s/co. The patient has previous positive data and was also confirmed positive on another method. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.